Event description:
On 08-dec-23, nurse assist received a complaint via e-mail from (B)(6) of the following event. Description from e-mail:this afternoon I contacted nurse assist with a query and spoke with cheryl who recommended that I reach out to this email address to the complaint department. I was a patient at the green mountain surgical center in vt on (B)(6) 2023 where I had a double mastectomy with reconstruction where I 2 days after the surgery I developed an infection in my left breast skin and soft tissues. The implant was subsequently removed on (B)(6) 2023. I learned that I had been contaminated with a multi drug resistant bacteria: pseudomonas aeruginosa. I learned that it was very likely that the recalled saline solution was used on me during the (B)(6) surgery. I was told the brand name used was mckesson. I would like to be informed of how mckesson (the distributor) and the green mountain surgical center (the consumer?) Was alerted and notified of the saline solution recall that was issued by nurse assist llc and the FDA on 11/6/2023.